Event description:
Customer reported via phone, the insulin pump had stop delivery insulin and he has reverted to manual injection but is still having issues with high blood glucose. It was 479 mg/dl, treated with four units of insulin. Customer's symptoms were nausea, acid reflex and he wasn't feeling well. Troubleshooting was performed and found the drive support cap was normal. No air bubbles were noted and insulin was not expired. Customer removed the site and the cannula was bent. High pressure was performed and the device passed. Customer was advised to do a complete set change. He is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.